Manufacturer narrative:
Additional information received for d6 explant. Section d4 serial number was corrected.

Event description:
Additional information was received indicating that the impella device was explanted.

Manufacturer narrative:
B1 product problem was added. B5 clinical narrative updated and h6 codes updated. Medical device problem code a24 is no longer applicable to this report.

Event description:
Clinical narrative: (updated 2026-4-16). An impella 5.5 was inserted via the axillary artery graft site to support the 57 year old female patient who had been admitted in with known cardiomyopathy, presenting in scai stage c shock prior to the pump placement. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to pump placement. Other medical history was not shared. The patient suffered from numbness and tingling in the fourth and fifth finger on day 12 of the support. The team was aware of the axillary placed 5.5 and that the PICC line was in the same arm. The team will monitor and remove the staples. The pump remains on for the hemodynamic support despite the harm. The pump was seen to have suction alarms as well in an overnight. The team repositioned the pump to resolve the issue but, suction alarms continued. The team made choice to perform a right hear catheterization and again reposition the pump. Patient has survived. The reported nervous issue is consistent with patient-specific clinical factors, including multiple lines/devices inserted.

Manufacturer narrative:
Section d4 primary UDI number has been updated.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the suction events was not determined due to no product returned, inconclusive data log review, and insufficient clinical details. The cause of the device in wrong position was not determined due to no product returned and insufficient clinical details. The cause of the injury was not determined due to insufficient clinical details.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary artery graft site to support the 57 year old female patient who had been admitted in with known cardiomyopathy, presenting in scai stage c shock prior to the pump placement. The patient was supported by inotropes, vasopressors, and a vent for respiratory needs prior to pump placement. Other medical history was not shared. The patient suffered from numbness and tingling in the fourth and fifth finger on day 12 of the support. The team was aware of the axillary placed 5.5 and that the PICC line was in the same arm. The team will monitor and remove the staples. The pump remains on for the hemodynamic support despite the harm. Patient has survived. The reported nervous issue is consistent with patient-specific clinical factors, including multiple lines/devices inserted.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.